Event description:
Received information that an 840 ventilator was inoperable. Device was not being used on a patient when event occurred. Covidien field service technician verified the malfunction. The field service technician inspected the device and replaced the breath delivery (bd) central processing unit (cpu) printed circuit board assembly (pcba), and the graphical user interface (gui) to bd cable assembly. Device pass required calibrations, extended self test (est), short self test (sst), electrical safety, and performance verification test (pvt).

Manufacturer narrative:
(B)(4).